Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening.

Event description:
The patient had staged bilateral si joint arthrodesis with the right side being performed in (B)(6) 2016. The patient had over six months of si joint pain relief before complaining of a recurrence of right side si joint pain. The surgeon thought that the most inferior implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the inferior implant and replaced it with a larger diameter implant of the same type using the same explant hole. He then added an additional implant in a more anterior position to the existing implants to help fixate the si joint. The patient is doing well following the revision procedure and her pain is "under control."